Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported on behalf of the surgeon a cases of diffuse lamellar keratitis (dlk), observed on two pts post lasik treatment. Rptr indicated surgeon noted some bleeding through the flap canal. Add'l info indicated the two pts were placed on increase topical steroid eye drops. Upon add'l f/u, rptr indicated surgeon reported the issue was resolved.